Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the last three mornings her body had spasms like a pulse and when she turned off the implant it stopped. The patient denied any falls or traumas, but noted that the implant had been shocking in her feet for about 2-3 weeks. When the implant was turned off the shocking stopped as well. The patient mentioned she was set with high frequency programming and these issues occur when she is charging her implant. The patient was directed to follow-up with their healthcare provider.